Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that patient was hospitalized on (B)(6) 2015 with blood glucose of 885 mg/dl. It was reported that a 911 call was made. Customer had symptom of vomiting and body pain. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized on the day of the call. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, it was found that customer had no alarms. It was also found that basal was programmed incorrectly. Caller was advised to call when in receipt of tubing clamp in order to complete troubleshooting.